Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2000, 6943 implantable tachy lead (B)(6) 2000, 4194 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that there were two different numbers reported for atrial tachycardia (at) /atrial fibrillation (af) episode counters. It was also reported that the patient has unresolvable far field r-wave (ffrw) oversensing resulting in false mode switching andat/af episodes. The device and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.